Event description:
It was reported that the patient presented to the ER after receiving a shock. The patient had been non-compliant and lost to follow-up. It was later reported that the patient expired. There is no allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.